Manufacturer narrative:
Investigation: an internal report of procedures at this site shows that the machine has been in use with no further occurrences of the problem. Root cause: the root cause of this failure was a misadjusted lid latch. Corrective action: an internal CAPA has been initiated to address latch mechanism issues.

Manufacturer narrative:
Additional product code: fmf. Investigation: the machine was returned to terumo bct for repair and investigation. A service technician visually inspected the device and confirmed that the lid latch was out of adjustment. The lid latch was realigned. A simulated use test was performed and confirmed that the lid stayed closed through the full cycle. The machine is functioning within specification. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a procedure, the lid of a smartprep centrifuge would not stay closed. The procedure could not be completed unless the lid was held down manually. There was not a donor or patient involved at the time of the procedure, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
A review of the last year of service history for this device indicated no other reports related to this issue.